Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed chronic high thresholds and chronic high impedance on the atrial lead. It was further reported that the patient was seen for a device check after the remote transmission and there was no atrial capture; a fracture was suspected. It was noted that the patient has seizures that lead to falls which may have contributed to the fracture. The atrial lead was programmed off and it remains implanted. No patient complications have been reported as a result of this event.